Event description:
It was reported the device was replaced due to sensing difficulty, and the rv lead sensing dropped continuously, and drastically over a period of a few months. The rv lead and device were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: no anomalies found; full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed. No device anomalies were found. Grommet damage was noted.